Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted: (B)(6) 2001; 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, no capture, oversensing with noise and an elevated sensing integrity counter (sic). The rv lead also exhibited varying impedances that were too high and too low. The rv lead was reprogrammed, remains in use and will be monitored. The physician had concerned with the cardiac resynchronization therapy defibrillator (crt-d) integrity due to the variable impedances and the lack of a pacing output observed. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.